Event description:
It was reported that the customer experienced a blood glucose (bg) level of 35 mg/dl and lost consciousness; cause was not known. The customer's boyfriend called the paramedics who gave the customer glucagon to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.